Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the associated cartridge because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be identified by the investigation. The reporter indicated the use of an unapproved lens/cartridge/handpiece combination. There have been no other complaints reported in the lot number. Add'l info was requested on 02/06/2012 and 02/13/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the iol would not center due to vitreous loss, and there was a posterior capsule rupture. In a follow up, the surgeon reported that during the surgery, the iol was removed and replaced with a different model lens. The info provided indicated the use of an unapproved lens delivery system. Add'l info has been requested.